Event description:
During transcatheter aortic valve replacement, the right femoral artery was percutaneously accessed with percutaneous perclosure devices. However, during the insertion process, the device was stuck and unable to deploy/remove the device. A right femoral cutdown was performed for removal of the device. The pt was stable post-op.